Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on september 25, 2017. It was reported the patient's personal therapy manager (ptm) and pump appeared to be functioning properly. The cause for the ptm not communicating with the pump and the ptm bolus lockouts was not provided. However, it was indicated the patient was in the office and was able to give themselves a bolus without issue on (B)(6) 2017. Regarding the report that the patient saw a "picture of man half dark" on their ptm, the cause was not known to the hcp at this time. Regarding actions/interactions taken to resolve the ptm not communicating with the pump, the ptm bolus lockouts, the "picture of man half dark" on the patient's ptm, and withdrawal, the hcp indicated that the patient's logs reflected that the patient had been getting boluses. Additionally, a bolus was administrated in the office via the ptm. It was further indicated that no significant movement was noted regarding the report that the pump was moving around a lot and would sometimes get stuck under the patient's ribs. Regarding actions/interventions taken to resolve the pump movement, an x-ray was completed, and the catheter and pump appeared to be intact. The patient's weight at the time of this event was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump was received without documentation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the pump was programmed to deliver fentanyl [3000 mcg/ml] at 350 mcg/day, with optional patient activated dose totaling 175 mcg/day.

Manufacturer narrative:
Update/correction: it was previously reported in error that the pump was received without documentation (follow-up report number 3). The pump had instead remained in-use regarding this event; refer instead to MFR report # 3004209178-2017-24414 regarding alternate / subsequent event. Analysis results will not be reported in this report and instead will be reported in MFR report # 3004209178-2017-24414 regarding a subsequent event resulting in pump explant on (B)(6) 2017. Intervention required was also selected in error regarding follow-up report number 3. The type of report was also corrected from previously being a serious injury to now a reportable malfunction. Follow-up report # 3 also indicated in error that the device was returned to the manufacturer and that device evaluation anticipated, but not yet begun in error regarding. The previously applied results code and conclusion code were applied in error regarding follow-up report number 3 and has now been replaced with conclusion code in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl of an unknown concentration at a dose of 2,148 mcg/day via an implantable infusion pump for spinal pain. It was reported that the patient just woke up and when she tried to use her pump she was getting a symbol and flashing light. The patient had withdrawal symptoms. Additional information was received from a consumer (con). It was reported that the patient spoke with a manufacturer's representative (rep) because she had been having trouble all weekend. The patient had to go to the emergency room (ER) because she was going through withdrawal. The patient stated she went through withdrawal because she could not use her personal therapy manager (ptm) programmer for 8 hours. The patient stated she was on a very high dose of fentanyl with boluses. The patient though she was at 2,148 mcg/day but knew it was just under 2 ,200 mcg/day. The patient stated there was a picture of a man half dark on the ptm. The patient sent the picture to the rep and was told there was no connection, not reading it, and told to call the manufacturer fora replacement ptm. The patient noted that the logs did not show she was using the ptm. The patient was in the healthcare professional's office on (B)(6) 2017 and spoke to the rep on (B)(6) 2017. Per the patient, the rep said the pump may be flipping due to difficulty communicating (pump flipping was not confirmed). The patient noted she had trouble communicating with the pump and it always happened at night when she walked around. Additional information was received from a consumer (con) via a manufacturer's representative (rep). It was reported that the patient was getting a signal that her personal therapy manager (ptm) programmer was not communicating with her pump and would not let the patient give herself a bolus for "hours" at a time. The patient stated that it seemed to happen when she was in certain positions, but it was difficult to follow her as to what those positions were as she was focused on being in a lot of pain after sleeping just a few hours. The patient also stated that her pump moved around a lot and sometimes would "get stuck under her ribs". It was unknown what if any environmental/external/patient factors may have led or contributed to the issue. The patient was scheduled to come into the office (B)(6) on to access the logs and visually assess the pump movement to determine possible flipping. Per the patient they were being sent a new ptm and would update the rep at that time whether or not the device was working properly. The issue was not resolved at the time of this report. Surgical intervention was planned but not scheduled. The patient's status was "alive- no injury" and no further complications were expected or anticipated.